Event description:
As reported by the edwards field clinical specialist, upon successful implantation of a 23mm sapien valve, guidewire access was lost. Post deployment angiogram and transesophageal echocardiogram (tee) showed trace paravalvular leak (pvl) and aortic insufficiency (ai). The interventional cardiologist wanted to measure a gradient, so he crossed the sapien with a .035 j guidewire and placed a pigtail catheter in the left ventricle (lv). Pullback demonstrated little to no gradient. The 22fr sheath was partially removed from the left femoral artery when the echocardiographer noticed rapidly increasing ai. An angiogram was performed demonstrating moderate to severe ai. All three leaflets appeared to be moving on tee. The decision was made to prepare and implant a second 23mm sapien as the patient's blood pressure was depressed. The 22fr sheath was re-advanced into the patient. The new delivery system was introduced with great difficulty through the sheath over an .035 extra stiff amplatz guidewire. A retract and advance approach of the sheath and delivery system needed to be performed to advance the delivery system past what appeared to a kink in the sheath. The second 23mm sapien was deployed within the first sapien without complication. Immediately following deployment of the second sapien valve, the patient's hemodynamics stabilized. The access site was closed and the patient was transferred to the recovery area in stable condition. Additional investigation revealed the following: the native aortic annulus diameter was 22mm by tee. The aortic valve and root were severely calcified with the calcium evenly distributed. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Post deployment the sapien valve was positioned 50:50 across the native annulus. Per report, the perceived cause of the central regurgitation was the crossing of the sapien valve with the wire and catheter to measure the gradient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation and is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards retroflex3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several factors which could cause central regurgitation, including over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case, the root cause of the reported central regurgitation cannot be confirmed; however, per report, the perceived cause was the crossing of the sapien valve with the wire and catheter to measure the gradient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.